Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 3.50x48 mm xience skypoint drug eluding stent was opened. However, there was a little resistance removing the stylet because the stent was already deployed on the stylet when removed from the packaging. There was no patient involvement. No additional information was provided.